Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post cardioversion, the device went to vvi back-up mode. A download restored normal ddd function, but measured data reported that the battery was at rrt. Atrial impedance was 1938 ohms bipolar and 264 ohms unipolar and ventricular impedance was >2500 ohms bipolar and 274 ohms unipolar. Dashes (--) were noted for the current drain.